Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the balloon had been inflated and was not refolded. As a result of the balloon having been inflated during the procedure, the main impression of where the stent had been crimped initially was lost. However, a detailed examination of the balloon material could identify slight traces of where the stent was crimped onto the balloon. The stent was detached from the balloon and was not received for analysis. No kinks or damage were noted along the entire length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. When opening the package for the 4.50x12mm veriflex stent delivery system (sds), it was noted that the stent was not on the stent delivery balloon. The physician opted to use the device thinking that they just could not see the stent on the balloon. The veriflex sds was advanced to the left main (lm) and the stent delivery balloon was inflated. It was discovered that there was no stent on the balloon and the device was removed from the patient. The procedure was successfully completed with a 4.0x8mm non bsc stent. No patient complications were reported and the patient's current condition is okay.

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. When opening the package for the 4.50x12mm veriflex stent delivery system (sds), it was noted that the stent was not on the stent delivery balloon. The physician opted to use the device thinking that they just could not see the stent on the balloon. The veriflex sds was advanced to the left main (lm) and the stent delivery balloon was inflated. It was discovered that there was no stent on the balloon and the device was removed from the patient. The procedure was successfully completed with a 4.0x8mm non bsc stent. No patient complications were reported and the patient's current condition is okay.